Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus on it own without the patient's action.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.